Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100780168. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100777279. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence and the device exhibited fluid loss. A surgical procedure was performed, during which a hole in the balloon was found; therefore, the device was removed. The physician stated that the device never really worked. No further patient complications were reported.